Manufacturer narrative:
Month and year valid only on event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had difficulty recharging because of poor coupling since the patient started charging. The caller tried moving the recharger antenna and tried the antenna dial, but the poor coupling was not resolved. A replacement recharger was sent, though it was not known if the recharger was the issue. The caller stated the patient's battery was superficial and they could feel it. The caller noted the patient could only get 2 coupling boxes, but after the antenna locate the got zero. The antenna locate showed 32-44. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the manufacturing representative (rep) met with the patient shortly after the implant surgery (B)(6) 2017) and they had reported recharging difficulties. The patient had swelling from post-surgery and that was thought to be the contributing factor. A few weeks later the patient reported they still had recharging issues. It was further reported that an x-ray was taken the battery was flipped. The patient had a surgery scheduled for (B)(6) 2017 to flip it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that suture had broken. When they opened up the pocket the ins could flip without issue. The healthcare provider tacked it down and tightened the pocket. No further complication were reported or anticipated.